Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the 30-day echocardiogram, which occurred approximately 2 months following the valve implant, moderate parav alvular leak (pvl) was identified. There was no treatment reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the 30-day echocardiogram, which occurred approximately two months following the valve implant, moderate par avalvular leak (pvl) was identified. There was no treatment reported. No patient complications have been reported as a result of this event. Additional information was received to report the patient was asymptomatic. The patient reported no discernable functional limitation with normal activities, denies chest pain/pressure, orthopnea/paroxysmal nocturnal dyspnea, dizziness/lightheadedness, syncope/presyncope. There is no lower extremity edema. The patient reported to be able to walk one mile without limitation and can ascend stairs. The patient was assessed to be new york heart association (nyha) functional classification: I. A plan of treatment is yet to be determined.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that following the balloon valvuloplasty with a non-medtronic balloon the residual paravalvular leak (pvl) measured as mild. A first-degree atrioventricular block occurred the day following the valvuloplasty. Further, the balloon valvuloplasty resulted in a high degree atrioventricular block which was classified as a right bundle branch block and required the permanent pacemaker implant. The patient was discharged 3 days following admission for the pvl valvuloplasty.

Manufacturer narrative:
Updated data: b3, b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that on the same date as the valve implant, following the valve implant procedure a left bundle branch block (lbbb) developed from a normal sinus rhythm. No treatment was required. The lbbb resolved the day following the valve implant.

Manufacturer narrative:
Updated data: b1, b2, b5, h1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that during the valve implant procedure a pre-implant valvuloplasty was performed. Approximately 5 months following the valve implant, the patient was admitted to the hospital for paravalvular leak (pvl) closure via a balloon valvuloplasty. As result of the balloon valvuloplasty, a high degree atrioventricular block occurred. Two days following the valvuloplasty procedure a permanent pacemaker was implanted. The pvl resolved 3 days following the valvuloplasty. The pvl was reported as possibly related to the procedure and causal to the transcatheter valve.

Manufacturer narrative:
Updated data: b5 d4 - UDI h6 -annex b continuation of d10: product ID d-evolutfx-34; product lot/serial number (B)(6); product type: delivery catheter system; implant date na; explant date na; product ID l-evolutfx-34; product lot/serial number (B)(6); product type: compression loading system; implant date na; explant date na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information reported that per the physician, the first degree atrioventricular block event that lead to the permanent pacemaker was possibly related to the valve, delivery catheter system (dcs) and valve implant procedure.

Event description:
Additional information received indicated that approximately 2 months following the transcatheter valve implant grade I hypoattenuated leaflet thickening (halt) was identified on a computed tomography (CT) scan of the transcatheter valve. Patient symptoms were not reported. Treatment was not required at that time. At the 1-year follow-up, an echocardiogram noted unspecified aortic regurgitation that increased from mild to moderate. There were no associated patient symptoms. Treatment was not required. The ar and halt were unresolved.

Manufacturer narrative:
Updated data: a5a, a5b, b5, b7, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.